Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the impedance on the atrial lead was greater than limit. The patient was in chronic atrial fibrillation. The patient was stable and will continue to be monitored.